Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped due to low pacing lead impedance. The patient was stable after the procedure.

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained lead noise. At initial interrogation, low pacing lead impedance and low sensing were observed. Capture threshold was noted to have increased from previous check. Noise was reproduced with isometrics and pocket manipulation. Lead revision will be scheduled.